Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate atp was noted on the device. The cause of the event occurred due to the patient sustaining a fall and subsequent bruising to the clavicle area. There is no alleged malfunction against the device and no intervention has been performed. The patient was stable and will continue to be monitored.